Manufacturer narrative:
(B)(6).

Event description:
It was reported that a guidewire separation occurred. The 75% stenosed target lesion was located in the slight to moderately tortuous and severely calcified left anterior descending (lad) artery. A rotapro and a rotawire were selected for use. During the advancement of the rotapro onto the rotawire, resistance was felt and a "different sound" was heard for a moment. Attempts were made to remove the guidewire using a snare; however it could not be retrieved. A non-bsc guidewire was entangled and an attempt to remove that guidewire was made but it could not be removed. During removal of the rotawire using the snare, the distal tip separated and might be trapped in the lesion. The rotapro and another guidewire were pushed using a synergy stent and the procedure was completed. There were no patient complications and the patient's status was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the returned guidewire was received inside of a protective hoop.the guidewire was easily removed from the protective hoop. During the visual inspection it was observed that the guidewire was broken/fractured approximately at 320.7 cm from the proximal end; the detached section was not returned. The guidewire body was kinked approximately at 286.5 cm from the proximal end. No more damages were found in the device. The dimensions for the outer diameter (od) of middle of device and od of the proximal section were found within specification. The dimensional inspection for overall length and od of distal tip could not be performed due to device condition.

Event description:
It was reported that a guidewire separation occurred. The 75% stenosed target lesion was located in the slight to moderately tortuous and severely calcified left anterior descending (lad) artery. A rotapro and a rotawire were selected for use. During the advancement of the rotapro onto the rotawire, resistance was felt and a "different sound" was heard for a moment. Attempts were made to remove the guidewire using a snare; however it could not be retrieved. A non-bsc guidewire was entangled and an attempt to remove that guidewire was made but it could not be removed. During removal of the rotawire using the snare, the distal tip separated and might be trapped in the lesion. The rotapro and another guidewire were pushed using a synergy stent and the procedure was completed. There were no patient complications and the patient's status was good.